Manufacturer narrative:
A ge service representative performed an onsite investigation. The generator pcbs were reseated and the database was restored. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported that the system would not complete boot up. There is no report of injury or death associated with the event described in this complaint.